Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that after several attempts to place a crown, it was impossible to adapt any of them to the implan. It was decided to remove the implant at tooth site 47 due to implant damaged connection. Site was grafted simoultaniously to implant placement.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) xiitp5410, (osseotite tapered certain prevail implant 5/4 x 10mm) for evaluation. Visual evaluation was performed, there was signs of use. The implants drive feature was damaged. Unable to engage in-house abutment to returned implant. Device history record (DHR) review was completed for the subject lot number 2021050685. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021050685 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. There implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.